Event description:
It was reported that the right ventricular (rv) implantable tachy lead was experiencing symptoms indicating a possible lead fracture. The symptoms include intermittent high impedance, increased sic count, short and fast nst and vf episodes, and artifact on the lead. This issue caused the delivery of multiple inappropriate shocks. The lead was reprogrammed with the therapies off and detection set to monitor, which resolved the artifact issues. No further complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).